Manufacturer narrative:
Select patient information and initial reporter information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a subject with a diagnosis of aortic valve stenosis and nyha functional class ii heart failure underwent an implant procedure with a transcatheter aortic valve evfxplus-26 (size 26 millimeter). The subject had a history of neoplasia within the last 5 years and was receiving ongoing pharmacological therapies. Following the procedure, moderate paravalvular leak (pvl), was identified at the anterior and antero-lateral sites. The subject was discharged to home, and no late postprocedural complications occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.